Event description:
I purchased a multi purpose contact lens solution at (B)(6) a couple of months ago and stored it in a cabinet as a backup. My usual brand bottle was empty, so I soaked my lenses in the case I had been using, and in the morning rinsed them in solution from the bottle. The pain was so intense I got sick. I couldn't get the lens out of my eye, it was like it was welded onto my cornea. It's still violently red and it has been 10 hours, when I could finally see, I read the back of the bottle (tiny type on the back) and realized there was hydrogen peroxide in the solution, and it had to be neutralized. The bottle looks just like any other lens solution. I hope my eye isn't permanently damaged. (B)(6).